Event description:
Caller reported an incident of hyperglycemia requiring hospitalization a time when the aviva meter was unavailable for use due to error within specifications, displayed e-4. A request was made for the return of the meter and strips.